Event description:
A customer reported an issue with a cartridge not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the pump, and after removing an o-ring and cleaning the area, successfully reloaded the original cartridge and resumed insulin therapy.